Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-05394). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a device had exhibited excessive battery discharge. The device was explanted and replaced. Patient was fine with no complications.